Event description:
It was reported that a vns pt was experiencing increase in seizures and heart problems. The pt had been admitted to the hospital due to depacod intoxication from medication. In the hospital, it was observed that the pt had spells of bradycardia believed to be due to vns therapy. The magnet was placed over the generator to turn off vns stimulation. It was then observed that the pt had episodes of sinus arrest lasting 5-6 seconds and occurring frequently. The ER physician was unsure if the magnet had actually stopped vns stimulation and requested that a doctor familiar with vns would program the device off to determine if the occurrences of sinus block were related to vns therapy. Good faith attempts to obtain additional info have been unsuccessful to date.